Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvice floor; urinary dysfunction/sacreal nerve stim it was reported that the patient urinates just at night and does not urinate during the day. The caller said the doctor told them the patient is retaining the urine because they are not drinking enough water. Reviewed how to change programs. Caller was able to successfully change programs and increase stimulation to a comfortable level. Redirect to doctor if issue persists. Transfer to prs to update address and hcp.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 3058 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2021 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.